Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2022-00134. A facility reported a cerelink microsensor was placed in the left side of the brain in a (B)(6)-old patient with traumatic brain injury. The reading went to -10, then the cerelink monitor alarmed "sensor failure", then went to "sensor /cable failure". The cables and monitor were replaced; however, it was still reading a negative icp. Then the sensor was replaced and placed in the right side of the brain with a new cerelink monitor and the sensor was working as intended.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information received: implant location: parenchymal. Did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.): after a. Was a movement assistance device used? If yes, please specify. > unknown. B. Amount of time between patient movement and failure event. > was. Working in or, but read negative and had error message in ICU c. Was the microsensor disconnected from the cerelink monitor during each phase of transport? > unknown. D. Did the patient receive an MRI or CT scan before the failure occurred? No. What was the mean icp before the ¿event¿? Icp value: unknown. What was the icp waveform quality before the ¿event¿? Unknown. What is the current mean icp? N/a ¿ placed second sensor opposite side of brain and stopped monitoring sensor in question. What is the icp waveform quality after the ¿event¿? Unknown. When the failure occurred, was the cerelink monitor plugged into the wall? Unknown. When the failure occurred, was the cerelink monitor connected to a patient monitor? Unknown. A. Does the icp value on cerelink match the icp value on the patient monitor? Unknown. When the failure occurred, where was the cerelink monitor positioned? Unknown. List all devices being used close to the cerelink monitor: unknown. Other devices implanted in the head? (Shunt, evd, subdural drain). If yes, specify unknown. Were bipolar or monopolar forceps used while the sensor was plugged in? Unknown. Provide a description of any unusual events or issues that occurred during the implantation or during the patient care unknown. Describe the quality of the insertion: unknown.

Manufacturer narrative:
This follow-up is to make a correction in the type of investigation code as product was returned.

Event description:
N/a.

Manufacturer narrative:
DHR: there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. The cerelink icp monitor was returned for evaluation; however, a corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information received: what was the initial reading? Unknown. Patient current condition. Remains in pediatric ICU ¿ used 2nd cerelink icp sensor for 3 days.